Manufacturer narrative:
The pt identification, gender, age and weight info was not made available.

Event description:
It was reported that during a procedure using an atlas footswitch, the coagulation pedal was sticking in the "on" position and the ablation pedal was not working at all. There were no significant delays, however the procedure was ultimately completed using a competitor's ablation wand. There were no pt complications reported as a result of this event.